Manufacturer narrative:
The investigation determined that discordant, a higher-than-expected troponin I results were obtained when performing a patient correlation when tested using vitros immunodiagnostic products high sensitivity troponin I (hstni) reagent lot 0021 on a vitros xt 7600 integrated system. The results were discordant when compared to repeat results obtained when tested using vitros troponin I es (tropi es) reagent (lot 6345) for the same patient samples. An assignable cause of the event could not be determined with the information provided. The ortho field application specialist (fas) was onsite performing validation of the vitros hstni assay which was not yet in use in the customer laboratory. As part of the validation process, the ortho fas ensures that the vitros hstni assay is performing as intended on the vitros xt 7600 integrated system prior to the patient correlation study. Quality control (qc) results must be acceptable, or the fas would not progress with the validation. The data provided were generated as part of a correlation study conducted to support the laboratory introduction of a new assay, vitros high-sensitivity troponin I (hstni). Results obtained using the vitros hstni assay were compared to results generated by the currently in-use vitros troponin I es assay as part of routine verification activities. As vitros hstni is a high sensitive assay, it is analytically designed to detect lower concentrations of troponin I than the existing assay and potentially enabling earlier detection of cardiac injury. Therefore, it is possible that results between the vitros hstni and tropi es assays will not always be concordant. Pre-analytical sample handling cannot be ruled out as a contributor to the event as it was determined that the customer was not following the manufacturers recommended centrifugation protocol. Additionally, the sample for one patient (patient 3) was frozen, later thawed, centrifuged, and retested. Details regarding the duration of freezing and the thawing conditions were not provided. Therefore, pre-analytical sample handling factors, including centrifugation conditions and freeze-thaw handling, cannot be ruled out as contributing factors to the event. A medical consultation was obtained from the medical safety officer: given the magnitude of the hstni elevation and the clinical scenario, some level of troponin concentration would be expected to be detected by a conventional troponin assay. However, in the absence of detailed clinical information and analytical information, the discordance between the hstni and the conventional troponin I es cannot be fully explained. Conventional cardiac troponin results are not routinely used to rule-in or rule-out a patient with complaints suggestive of an acute coronary syndrome. Serial testing is often required to detect a rise or fall pattern in cardiac troponin levels. In the unusual event that this issue were to recur, there is a low possibility that a falsely reduced or falsely elevated cardiac troponin result of this magnitude could contribute to delayed recognition of myocardial injury or unnecessary invasive investigation, which could potentially lead to worsening clinical outcomes with serious or long-term sequelae. Serious patient injury, while remote, is possible. Therefore, based in medical consult and in an abundance of caution, this will be reportable.

Event description:
An ortho clinical diagnostics (ortho) field application specialist (fas) contacted the ortho technical solutions center (tsc) to report discordant, higher-than-expected troponin I results obtained when performing a patient correlation when tested using vitros immunodiagnostic products high sensitivity troponin I (hstni) reagent lot 0021 on a vitros xt 7600 integrated system. The results were discordant when compared to repeat result obtained when tested using vitros troponin I es (tropi es) reagent (lot 6345) for the same patient samples. Patient 3, vitros hstni = 245.30 ng/l (>12 ng/l, 99th percentile url for males) vs. Vitros tropi es </= 0.012 ng/ml (<url). Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The higher-than-expected vitros hstni result was not reported from the laboratory. The data provided were generated as part of a correlation study conducted to support the laboratory introduction of a new assay, vitros high sensitivity troponin I (hstni). There was no allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4) and reportability assessment (B)(4).